Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed delivered boluses that correctly matched the total daily dose bolus history. The pump powered on to the verify screen with no errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the basal rate and total daily dose showed the correct dosage. No errors or alarms occurred during testing. The complaint of the pump bolus totals calculating a greater than five percent discrepancy during the investigation could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue could have an impact on insulin delivery. There was no indication that the product caused or contributed to an adverse event.